Event description:
Boston scientific received information that during a data review for this cardiac resynchronization therapy (crt-d) device and right ventricular lead, one single high out of range shock impedance measurement was displayed. No other lead anomalies were reported. No intervention was performed. No adverse patient effects were reported.

Manufacturer narrative:
According to available information, this lead and device remain implanted and in service. Should additional information become available, this event will be updated.